Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 13-mar-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 lot number c95071 (expiration date aug-2017) for contraception. When patient went to the hsg (hysterosalpingogram) test on (B)(6) 2015, both tubes occluded but showed an abnormality with the markers. A CT scan was done and it read: left sided essure device appears to be broken. A small fragment of device is located within lateral aspect of myometrium, most likely at orifice of fallopian tube. Other fragment appears to be extra luminal within the anatomic pelvis just superior to the uterus. This is best seen on the coronal reconstruction. No abscess or obstruction identified. Essure devices were not removed. Ptc investigation result was received on 23-mar-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: lot number provided c95071 is invalid. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a reported product quality issue. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. A valid batch number was not reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Follow up information received on 01-apr-2015 (case upgraded to incident): on an unspecified date, the physician surgically removed the essure fragments from the patient; a tubal ligation was also performed at the same time. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at CT scan left side essure device appears to be broken (interpreted as device breakage). A small fragment of device is located within lateral aspect of myometrium most likely at orifice (interpreted as embedded device) and other fragment appears to be extra luminal within the anatomic pelvis superior to the uterus (interpreted as device dislocation). Device breakage is serious due to required intervention to remove the fragments and listed according to product technical analysis (ptc). Embedded device and device dislocation are serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the exact date and mechanism of these events were not known. No surgical intervention was reported. Given their nature, a causal relationship between these events with essure therapy cannot be excluded. The essure fragments were surgically removed and a tubal ligation was performed at the same time. After follow up information, the case was regarded as incident due to required intervention. The performed ptc analysis concluded, based on the limited available information, there is no relationship between the reported medical events and a quality defect.